Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was fogging in the lens during the case. Therefore, there was foggy image.

Manufacturer narrative:
Alleged failure: per the rep there was fogging in the lenses during cases. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme handling during cleaning/maintenance, or scope was dropped. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was fogging in the lens during the case. Therefore, there was foggy image.